Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump was unable to vibrate due to broken vibrator black wire. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device would not vibrate. Customer's blood glucose was unknown. Device did not vibrate during a self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.